Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with lot f1709303 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product has not been returned for evaluation. Additional information will be submitted within 30 days of completion of the product evaluation. Note: this initial MDR report was originally submitted on (B)(6) 2017; however, acknowledgements 2 and 3 were not received.

Event description:
It was reported that while pulling back two different mynxgrip vascular closure devices (vcds) to the arteriotomy, the vcds pulled out from the patients¿ skin without any tactile feeling. Manual compression was applied for ¿about" 10 minutes to achieve hemostasis. The mynx vcd was prepped according to IFU instructions. The vcd was purged of air during prep. The balloon did not lose pressure. There was no visible damage in the distal end of the sheath after removal. The vcds are from two different lots. The vcds will be returned for analysis.

Manufacturer narrative:
Complaint conclusion: it was reported that while pulling back two different mynxgrip vascular closure devices (vcds) to the arteriotomy, the vcds were pulled out from the patients¿ skin without any tactile feeling. Manual compression was applied for ¿about" 10 minutes to achieve hemostasis. The mynx vcd was prepped according to instruction for use (IFU). The vcd was purged of air during prep. The balloon did not lose pressure. There was no visible damage in the distal end of the sheath after removal. The vcds are from two different lots. The product was not returned for analysis. Review of lot f1709303 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. If the device was not inserted into the procedural sheath up to the white shaft marker as intended per instructions for use (IFU), the balloon will not reach the outside of the sheath. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed. See MDR 3004939290-2017-00298 for the second device.

Manufacturer narrative:
Complaint conclusion: it was reported that while pulling back two different mynxgrip vascular closure devices (vcds) to the arteriotomy, the vcds were pulled out from the patients¿ skin without any tactile feeling. Manual compression was applied for ¿about" 10 minutes to achieve hemostasis. The mynx vcd was prepped according to instruction for use (IFU). The vcd was purged of air during prep. The balloon did not lose pressure. There was no visible damage in the distal end of the sheath after removal. The vcds are from two different lots. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was engaged to the black handle. The procedural sheath was not returned for evaluation. The sealant and advancer tube remained in their manufactured position. Dried contrast in saline solution was observed inside the inflation tubing as received. The inflation lumen was cleaned with water after multiple attempts and the balloon was inflated with water and pressure was held with proper functioning of the inflation indicator. The balloon¿s od was verified with go & no go gage and the inflation indicator pressure release test was performed by using the pressure gage and it was noted to be within specification. Review of lot f1709303 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the information provided and the condition of the returned device, the event reported as the vcd pulled out from the patients¿ skin was confirmed. However, without being present when the incident occurred, the root cause of the reported event could not be conclusively determined. Although, it should be noted that the mynx IFU instructs users to pull lightly on the device handle to ensure the balloon is abutting the vessel wall during deployment. If excessive tension was applied to the device during pullback, this can cause the balloon to be pulled through the arteriotomy. Neither the device history record review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.